Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated she passed out sometime between midnight and 3:00 am and woke without medical intervention. Her husband found her on the floor at the foot of the bed and provided her with a blanket because she complained of being cold. She reported that she does not recall if she received an alert on her receiver or her continuous glucose monitor (cgm) values. A blood glucose test was not preformed, and she was not provided any glucose or carbohydrates. The date and the location of the sensor insertion was not provided. Per medical review, this report would constitute an adverse event because the patient alleged that she lost consciousness and may or may not have received an alert from her cgm. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.